Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and pregnancy with contraceptive device ('pregnancy (with complications)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included protein s deficiency in 2013, miscarriage in 2010, vaginal discharge in 2003, multigravida, multiparous, caesarean section and tubal ligation. Concurrent conditions included morbid obesity, bipolar disorder, hypothyroidism and anemia. Concomitant products included enoxaparin sodium (lovenox) since 2013 and heparin since 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("excessive menstrual cycles / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("anxiety"), urticaria ("hives"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)") and mood altered ("hormonal changes : moodiness"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("lower abdominal pain") and abdominal adhesions ("abdominal adhesion"). The patient was treated with surgery (caesarean section and essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abdominal pain, back pain, menorrhagia, vaginal haemorrhage, depression, anxiety, urticaria, allergy to metals, dysmenorrhoea, vaginal discharge, fatigue, weight increased, abdominal pain lower, abdominal adhesions and mood altered outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 7. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal adhesions, abdominal pain, abdominal pain lower, allergy to metals, anxiety, back pain, depression, dysmenorrhoea, fatigue, menorrhagia, mood altered, pelvic pain, pregnancy with contraceptive device, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. On an unknown date home pregnancy test was performed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and pregnancy with contraceptive device ('pregnancy (with complications)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included protein s deficiency in 2013, miscarriage in 2010, vaginal discharge in 2003, multigravida, multiparous, caesarean section and tubal ligation. Concurrent conditions included morbid obesity, bipolar disorder, hypothyroidism and anemia. Concomitant products included enoxaparin sodium (lovenox) since 2013 and heparin since 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("excessive menstrual cycles / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("anxiety"), urticaria ("hives"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)") and mood altered ("hormonal changes : moodiness"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("lower abdominal pain") and abdominal adhesions ("abdominal adhesion"). The patient was treated with surgery (caesarean section and essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abdominal pain, back pain, menorrhagia, vaginal haemorrhage, depression, anxiety, urticaria, allergy to metals, dysmenorrhoea, vaginal discharge, fatigue, weight increased, abdominal pain lower, abdominal adhesions and mood altered outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 7. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal adhesions, abdominal pain, abdominal pain lower, allergy to metals, anxiety, back pain, depression, dysmenorrhoea, fatigue, menorrhagia, mood altered, pelvic pain, pregnancy with contraceptive device, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. On an unknown date home pregnancy test was performed. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: case become serious incident. Essure removal date added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.